Event description:
Reporter alleged the lancet needle that is a part of the softclix plus lancing system used in finger-stick blood glucose testing protrudes outside the device cap and does not retract. No actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.